Event description:
The advocate stated the customer received a blood glucose reading of 93mg/dl from the contour next link meter, re-tested on a different meter and received 278mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the test strips were returned for evaluation.replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Initial reporter information was not provided.